Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was noted to be kinked/bent at 76cm. The guidewire ptfe coating was seen to be peeling. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal end/tip kinked/bent was confirmed during analysis. The reported device or component could not be removed from packaging could not be duplicated, however the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was, after the operator unpacked the guidewire, it was noted the tip was found to be kinked. Out of box failure. During analysis, the guidewire was seen to be kinked 76cm from the proximal end and ptfe was noted to be peeling. The location of these defects are probable due to handling of the device. An assignable cause of 'handling damage' will be assigned to the as reported 'guidewire distal end/tip kinked/bent ¿ since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure. An assignable cause of 'handling damage' will be assigned to the as analyzed 'guidewire distal end/tip kinked/bent ¿ since it is most likely that this damage occurred due to handling of delivery wire during the clinical procedure. An assignable cause of 'handling damage' will be assigned to the as analyzed defect 'guidewire ptfe coating peeling', as the damage noted is indicative of backloading of the guidewire through the introducer or due to interaction with the torque device.

Event description:
Analysis of the returned device found that the guidewire (subject device) ptfe (polytetrafluoroethylene) coating was peeled. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.